Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "this instrument is composed of 2 parts. The calcar reamer shaft is stuck in modular calcar planer. The calcar planer has been screwed on too tightly and these two instruments cannot be separated. As per the images attached." The product was not returned to depuy synthes, however photos were provided for review. (B)(4)..jpg. The photo investigation did not revealed the reported jammed and unable to disassemble condition for mi calcar reamer shaft. Review of provided photo shows that both the devices are in contact however without having actual device for evaluation and functional test performed on it exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the mi calcar reamer shaft would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
This instrument is composed of 2 parts. The calcar reamer shaft is stuck in modular calcar planer. The calcar planer has been screwed on too tightly and these two instruments cannot be separated. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿this instrument is composed of 2 parts. The calcar reamer shaft is stuck in modular calcar planer. The calcar planer has been screwed on too tightly and these two instruments cannot be separated. As per the images attached". The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that mi calcar reamer shaft exhibits an overall worn appearance consistent with normal and constant usage. No defects that could impact the assembly of the device were observed. Functional testing was performed using the returned mating device, modular calcar planer sml. The assessment revealed that the calcar reamer shaft was able to assemble and disassemble the mating calcar planer as intended. The reported allegation "jammed" was not able to be replicated. A dimensional inspection was unable to be performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the modular calcar planer sml would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.